Event description:
Customer reported that she was trying to rewind and prime the infusion set, she got a motor error and noticed that the insulin pump drive support cap was missing. Nothing further was reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be return for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.